Event description:
The customer reported that unit would not power on past the power on self test (post). The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician verified the reported problem. Review of the device diagnostic log noted an inhalation autozero failure occurrence during post. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode. The service technician replaced the sensor pcb board to address the finding. Performance verification testing was completed and tests passed per operating specifications.